Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2020. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on the event on (B)(6)2020. The caller of the complaint clarified that they did not see any damage to the pouch nor any damage on the inner or outer packaging. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per an internal review on (B)(6) 2021, noted a correction to the 3500a follow-up report #1 as the following fields were not completed:

Manufacturer narrative:
The device evaluation was completed on (B)(6)2021. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The biosense webster, inc. Representative that supported the procedure was made aware by the physician that the sterility of the thermocool® smart touch® sf bi-directional navigation catheter was compromised. It is unknown how the issue occurred. It is unknown if the packaging of the device was defective leading to a compromise to the sterility of the device. The catheter was not used on the patient. The catheter was exchanged and the issue was resolved. The case continued without any further incident. The tray, box and label were already disposed of. Additional information was received on the event on (B)(6)2020. The caller of the complaint clarified that they did not see any damage to the pouch nor any damage on the inner or outer packaging. The returned product looks normal. However, the failure reported could not be evaluated since the packaging was not returned. This unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates a proper manufacturing in accordance with documented specifications and procedures. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed. Since there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a sterilization compromised issue occurred. The biosense webster, inc. Representative that supported the procedure was made aware by the physician that the sterility of the thermocool® smart touch® sf bi-directional navigation catheter was compromised. It is unknown how the issue occurred. It is unknown if the packaging of the device was defective leading to a compromise to the sterility of the device. The catheter was not used on the patient. The catheter was exchanged and the issue was resolved. The case continued without any further incident. The tray, box and label were already disposed of. With the information available, this complaint was assessed as a MDR reportable ¿sterilization compromised¿ issue.